Event description:
Writer scanned cefepime as a secondary medication into patient¿s pump. All clamps open, successfully scanned into mar, and began infusion at @0000. Writer found the medication full at 0645, when the infusion was supposed to be completed around 0300. Patient missed abx dose due to equipment error.